Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
(B)(6) called states end user complaining that his armrests are damaged due to joystick recall issue. Wants to know if this can be covered under warranty as client states his armrest wouldn't be messed up if the joystick wasn't surging and running him into the wall. Dealer states the armpads in august and this is only repair they have done on chair.